Event description:
While performing a lumbar spondylisthesis reduction using the st360 instrumentation, the toggle post did not align correctly within the connector. As a result, 50% reduction was achieved.

Manufacturer narrative:
Device not yet received from reporter.